Event description:
Patient presented for outpatient procedure , was to have d&c with hysteroscopy, possible biopsy and resection of a large endometrial mass. During the procedure, a versapoint 2100 with swivel tip electrode was used to attempt to dissect mass free from its base and cut into smaller pieces so it could be removed. During the procedure the versapoint machine malfunctioned. It would allow physician to apply current a few times then stopped working. A gynecare rep was called and the staff tried three different eletrodes and two different cords, rebooting the machine each time. Every time a change was made and the machine rebooted, the physician could apply current a few times and then the versapoint would stop working. The surgeon ultimately had to convert procedure to a transvaginal hysterectomy as the uterine mass was only partially dissected and could not be removed. Patient was admitted to hospital overnight.